Event description:
It was reported to philips that the system's host computer was unable to boot. The user had to manually turn it on to boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.